Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray was taken and revealed that the lead was more midline to the right. The patient underwent a revision procedure wherein the lead was replaced and was positioned more to the left. The patient was doing well postoperatively.